Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there were five (5) instances of cracking or splintering cartridges over the course of a week. Additional information was requested.